Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested event was presumed to have been caused by inappropriate handling of an endo therapy accessory by the user, which led to the accessory remaining inside the biopsy channel. The instructions for use (IFU) states that the user has to pass an endo therapy accessory through the biopsy channel before the procedure to check the channel. Also, users have to clean the biopsy channel by brushing during reprocessing. Users can properly detect the suggested vent by handling the device in accordance with the IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. A slow leak was found in the biopsy channel. The adhesive on the insertion tube and plastic distal end cover had peeled. The plastic distal end cover had minor dents and scratches. The insertion tube had minor snakiness and surface scratches. The control body had minor scratches and the light guide tube had minor surface scratches.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during a safety check while the evis exera iii duodenovideoscope was being cleaned, the reprocessor found a stent protector/packaging inside the scope. No patient harm reported.